Event description:
Clinical study. It was reported that following a carotid artery stenting procedure, restenosis was discovered. The target lesion was located in the left mid internal carotid artery with 95% stenosis and was 25 mm long with a 5 mm reference vessel diameter. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 20%. The pt was discharged 9 days later to a rehabilitation/nursing facility. The pt had a required 12-month ultrasound 450 days post index procedure, that noted an 80% target lesion stenosis (left mid internal carotid artery). Carotid duplex scan on that date, revealed "widely patent vessel status post revascularization with increased flow velocities of 455 cm/ second at the proximal stent". The site noted that they were unable to determine if the restenosis was an in-stent restenosis. Per the core lab, ultrasound report of study dated 2009, the stent had a greater than or equal to 80-99% in-stent restenosis. No action was taken.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.